Event description:
A report was received that the pt has undergone a lead and ipg revision procedure. The pt had fallen for the second time causing her stimulation pattern to change. The patient reported that she had felt that her ipg had migrated. The physician repositioned the pt's lead and ipg. The pt is reportedly doing well and is getting good stimulation.

Manufacturer narrative:
This is the final report.